Manufacturer narrative:
Additional information was received that the communicator was discarded and will not be returned.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this remote home monitoring communicator or the associated power supply caught on fire and started a fire in the patient's home. The patient reported that the communicator and power supply were taken by the local fire department. Filming of the patient's residence by the media showed that the electrical outlet on the wall where the communicator was alleged to be plugged in was burned, in addition to some carpeting and a couch that was located near the outlet at the time of the fire. The communicator was not present in the home at the time of filming; however, several other electrical cords were shown on the floor in the area of the fire. A boston scientific company representative spoke to the patient and confirmed that there were no injuries to anyone in the home. The company representative also spoke with the fire records specialist who indicated that the product was not retained by the fire department and was likely given back to the homeowner. Additionally, no pictures were saved; however, a copy of the fire report was obtained from the local fire department. According to the report, the investigation conducted by the fire department determined that electrical arcing came from the communicator power supply and ignited the fire to the carpet and nearby couch. The fire was contained to those items and was extinguished without incident. No adverse patient effects were reported. A boston scientific company representative contacted the patient and requested the return of the product.